Manufacturer narrative:
Date sent to the FDA: 4/11/2021. Additional information: additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia and bowel perforation following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016 during which the surgeon noted the mesh was attached to the colon and required dissection of the mesh and led to perforation of the colon. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.